Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 355531, lot# n338014, implanted: (B)(6) 2012, product type: screening device. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(4) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation and increased baseline pain. The reporter stated the patient feels like ice water was running down their legs, their legs get numb, and they have pain. It was noted that as the temperature gets colder, the patient has more leg pain. The reporter stated it was like diabetic neuropathy, but the patient was not diabetic. It was noted there were no known accidents or incidents related to this complaint. It was further noted the patient was zapped really bad yesterday and then the implantable neurostimulator (ins) just quirt. The reporter stated they had not been able to get the ins to go since. It was noted the patient had tried to turn stimulation on several times yesterday and today. It was further noted the patient does not use antenna. The reporter stated the patient had no stimulation sensation even if stimulation was at 9.0v. The reporter further stated they checked the ins and the programmer screen shows the lightning bolt, a check mark in front of an a, and amplitude at 4.7, but the patient does not feel any stimulation. It was noted that four was about as high as the patient ever turned stimulation up. It was further noted the patient only has one program. The reporter stated they tried the recharger to turn stimulation on, but that did not start the patient¿s stimulation. It was noted the patient replaced the batteries in the patient programmer, but that did not help. It was noted the patient has an appointment with a manufacturing representative on (B)(6) 2013. The reporter stated they used the remote control to turn the ins on to see the lightning bolt, but the patient does not feel stimulation. Additional information was requested, but was not available as of the date of this report.